Event description:
A doctor reported that a pt was noted to have epithelial ingrowth, one month following lasik surgery. The pt had no complaints and agreed to have the flap partially lifted, and rinsed for the removal of cells. Additional info was requested.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).